Event description:
It was reported on (B)(6) 2016 from a nurse that a patient is experiencing some hearing loss in her left ear. She reports that it may be related to stimulation, but the device has not been programmed off to confirm that. Information from the patient's mother showed that the hearing loss has been going on since 2010 and affected her daughter's right ear initially and has recently transitioned to her left ear. It is a mild hearing loss detectable through audio testing. The patient is not really able to detect it herself.